Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem. (B)(6).

Event description:
Pinnacle metal-on-metal litigation record received. Litigation alleges injury, severe pain, discomfort, decreased mobility, and walks with a constant limp. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs alleges metallosis and loose of stem. After review of medical records, patient was revised to address left proximal femoral fracture, metal on metal bearing surface, lysis of bone, and loose stem. Revision notes reported hip replacement both acetabular and femoral components, liner exchange, debride of metallosis, orif of femur fracture. Added dob and law firm. Revision hospital, age, height, weight, dob, product details, product codes (liner, head, stem), lot numbers (liners, head, stem), expirations (liners, head, stem), patient codes (liners, head, stem), product experience code (stem) and associated contact.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.